Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint received from a distributor reporting that ¿because of the woven hair into the sterile packing - the pack is no longer sterile and therefore the product cannot be used. It has not been used on a patient.¿ product has exceeded the expiration date - expired oct 2016. Photo was provided depicting hair in the product packaging.

Manufacturer narrative:
A batch record review was performed. No ncr were initialed for the complaint order. A previous non-conformance was opened and a negative trend concerning "package issue" was noted and is associated with this complaint report. The nc has been closed and no further investigation is required. The likely root causes were identified as noncompliance with the rules of movements and stay in classified rooms by operators during manufacturing process, poor cleaning quality of classified rooms, working environment in classified rooms (intermediate boxes, static properties of surfaces), non-adequate full cleaning frequency of production equipment and static properties of materials. Corrections were performed and found effective. The complaint order was performed before implementation of corrections. This issue will be monitored through the post market product monitoring review process. No additional patient details/information has been received to date. Should additional information become available, a follow-up report will be submitted.